Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, the patient was also treated for other causes aside from infection. However, after being unable to clear the infection, the physician believed there was a bodily connection between the tunneling of the leads and the abdominal hematoma. Consequently, a revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This pacemaker will be returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection allegation could not be confirmed by lab analysis but was assigned the following coding based on the field report: as analyzed = allegation not confirmed, cause = known inherent risk, method = trend analysis.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, the patient was also treated for other causes aside from infection. However, after being unable to clear the infection, the physician believed there was a bodily connection between the tunneling of the leads and the abdominal hematoma. Consequently, a revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This pacemaker will be returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.